Event description:
An error message was reported with the adc application in use with a unknown phone with an unknown operating system. Customer received a unspecified message from the adc sensor scan and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as seizure, and a loss of consciousness and was unable to self-treat, after obtaining an unspecified hcp meter reading, the customer was administered intravenous glucose for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Tripped trend reports were reviewed for freestyle libre sensors for the last year. The review did not identify any trends that would indicate any product-related issues related to this complaint. Freestyle libre 3 app complaint was investigated and no issues with the freestyle libre 3 app were observed. Therefore, the app was functioning as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.